Event description:
It was reported that the insulin cartridge leaked while the user was asleep, the user replaced the cartridge before calling, and blood glucose levels were unaffected, which aligns with a device problem of leakage involving the reservoir component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed leakage consistent with a seal-related issue associated with the reservoir. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.